Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Analysis findings also noted dried blood in the distal conductor is most likely preventing the helix from extending/retracting within specifications.

Event description:
It was reported that during implant attempt, distal 3 inches of the lead was bent about 30 degrees, there was positioning difficulty, and the helix did not extend or retract normally. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.